Event description:
A malfunction on the customer¿s pump was reported, with no notable events occurring prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer continued to use the pump for insulin delivery.